Event description:
In this event it is reported that a vdw. Silver reciproc stops during treatment and is showing error code. The outcome of this event is unknown as of this MDR and further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation results: nc076679/sr3359:battery (voltage collapses under load) defective, replaced. The micromotor smr113375 (we found residues of liquids or oil when checking your motor) defective, replaced with gmr2284888 as well as the foot control 88545 (loose contact) defective, replaced with 212480. The angle piece 45387 (2012) and the charger are without mistake. Function test and test measurements without errors. St 496. Fi 196. Numbers of hours of use: 63.52.36. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.